Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeat reactive alinity I anti-hbc ii results generated by the alinity I processing modules for multiple patients. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) initial result (B)(6) = 1.84 s/co; repeat results (B)(6) = 1.07 s/co and 1.69 s/co repeat results (b(6) = 0.44 s/co and 0.35 s/co. Sid(B)(6) initial result (B)(6) = 3.52 s/co; repeat results (B)(6) = 3.85 s/co and 3.82 s/co repeat results (B)(6) = 0.42 s/co and 0.34 s/co. Sid (B)(6) initial result (B)(6) = 0.93 s/co; repeat results (B)(6) = 1.02 s/co and 1.11 s/co repeat results (B)(6) = 0.18 s/co and 0.18 s/co. (B)6) initial result (B)(6) = 1.3 s/co; repeat results (B)(6) = 1.38 s/co and 1.37 s/co repeat results (B)(6) = 1.27 s/co and 1.37 s/co. (B)(6) initial result (B)(6) = 0.93 s/co; repeat results (B)(6) = 1.0 s/co and 1.04 s/co repeat results (B)(6) = 0.38 s/co and 0.39 s/co. (B)(6) initial result (B)(6) = 1.58 s/co; repeat results (B)(6) = 1.54 s/co and 1.62 s/co repeat results (B)(6) = 0.15 s/co and 0.16 s/co. (B)(6) initial result (B)(6) = 2.28 s/co; repeat results (B)(6) = 1.27 s/co and 1.22 s/co repeat results (B)(6) = 0.12 s/co and 0.14 s/co. (B)(6) initial result (B)(6) = 2.05 s/co; repeat results (B)(6) = 2.02 s/co and 1.34 s/co repeat results (B)(6) = 0.15 s/co and 0.15 s/co. (B)(6) initial result (B)(6) = 1.35 s/co; repeat results (B)(6) = 1.6 s/co and 1.59 s/co repeat results (B)(6) = 0.12 s/co and 0.11 s/co. (B)(6) initial result (B)(6) = 1.58 s/co; repeat results (B)(6) = 1.67 s/co and 1.64 s/co repeat results (B)(6) = 0.13 s/co and 0.14 s/co. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including cleaning valves, reagent carousel covers and replacing and calibrating probes. The alinity I processing module, serial number (B)(6) was considered the cause of the result issue as a single definitive part could not be determined. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported false repeat reactive alinity I anti-hbc ii results generated by the alinity I processing modules for multiple patients. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6) initial result ((B)(6)) = 1.84 s/co; repeat results ((B)(6)) = 1.07 s/co and 1.69 s/co repeat results ((B)(6)) = 0.44 s/co and 0.35 s/co. Sid (B)(6) initial result ((B)(6)) = 3.52 s/co; repeat results ((B)(6)) = 3.85 s/co and 3.82 s/co repeat results ((B)(6)) = 0.42 s/co and 0.34 s/co. Sid (B)(6) initial result ((B)(6)) = 0.93 s/co; repeat results ((B)(6)) = 1.02 s/co and 1.11 s/co repeat results ((B)(6)) = 0.18 s/co and 0.18 s/co. Sid (B)(6) initial result ((B)(6)) = 1.3 s/co; repeat results ((B)(6)) = 1.38 s/co and 1.37 s/co repeat results ((B)(6)) = 1.27 s/co and 1.37 s/co. Sid (B)(6) initial result ((B)(6)) = 0.93 s/co; repeat results ((B)(6)) = 1.0 s/co and 1.04 s/co repeat results ((B)(6)) = 0.38 s/co and 0.39 s/co. Sid (B)(6) initial result ((B)(6)) = 1.58 s/co; repeat results ((B)(6)) = 1.54 s/co and 1.62 s/co repeat results ((B)(6)) = 0.15 s/co and 0.16 s/co. Sid (B)(6) initial result ((B)(6)) = 2.28 s/co; repeat results ((B)(6)) = 1.27 s/co and 1.22 s/co repeat results ((B)(6)) = 0.12 s/co and 0.14 s/co. Sid (B)(6) initial result ((B)(6)) = 2.05 s/co; repeat results ((B)(6)) = 2.02 s/co and 1.34 s/co repeat results ((B)(6)) = 0.15 s/co and 0.15 s/co. Sid (B)(6) initial result ((B)(6)) = 1.35 s/co; repeat results ((B)(6)) = 1.6 s/co and 1.59 s/co repeat results ((B)(6)) = 0.12 s/co and 0.11 s/co. Sid (B)(6) initial result ((B)(6)) = 1.58 s/co; repeat results ((B)(6)) = 1.67 s/co and 1.64 s/co repeat results ((B)(6)) = 0.13 s/co and 0.14 s/co. No impact to patient management was reported.